Event description:
Sales rep reported revision surgery. Patient was revised to address infection and stem loosening.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Sales rep reported revision surgery. Patient was revised to address infection and stem loosening. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The search was not possible against unknown product/lot code combinations. It was reported the patient was revised to address infection and stem loosening. The patient was reportedly initially implanted in (B)(4) 2007 and revised in (B)(4) 2014. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection more than seven years post primary. It was reported the patient was revised for stem loosening at the cement/implant interface. The corail amt hip prosthesis is intended for use in total hip arthroplasty and is intended for pressfit (uncemented) use. Ha coated implants must not be implanted with cement. The investigation can draw no further conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been identified.